Manufacturer narrative:
(B)(4), date sent: 12/20/2022, d4: batch # 951a38. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage with a gst60g reload present. Additionally, the reload was received with the right side fully fired, the left side outer row fully fired, and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the one-piece sled was noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system.

Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot/batch number, x95r4w, and no non-conformances were identified. Manufacturing date: 09/05/2022, expiration date: 08/31/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the sleeve gastrectomy procedure, on the second fire with the green reload, the surgeon was using gore seamguard material. When he was firing, he felt like a third of the way through, he felt a click. We noticed that after the firing was completed he fired all the way through and noticed the inner row was fully formed but the outer two rows were not formed. He ended up using some vicryl to reinforce the staple line. It was sprayed with vista seal afterwards. That completed the procedure with no patient consequences. He did end up using a new device to complete the rest of the case. The device is available for return.